Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 32 mg/dl. Customer¿s other blood glucose reading was 232 mg/dl. Customer was treated with food, soda and peanuts. Customer was believed insulin pump was over-delivering. Customer was using auto mode. The insulin pump and reservoir will be returned for analysis.